Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the absence of upstream occlusion alarms when an occlusion is present, which was reproduced. The failure was caused by the door hook shims being removed from under the door hooks ad the upstream sensor being re-calibrated while in the field. The door was disassembled and re-calibrated.

Event description:
During baxter's eval of a spectrum pump, the device failed to displayed the upstream occlusion message when an occlusion was present. There was no pt involvement.